Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during the surgery of rotator cuff repair, it was observed that the 5.5 healix advance br3sut w/oc was broken into two pieces. It was reported that the event occurred after inserting the anchor and removing the shaft. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that during the rotator cuff suture surgery,after insert the anchor, removed the shaft, noted the shaft was broken off as the photo shows. The complaint device was received and evaluated. Upon visual inspection, it was observed that the tip was broken. Also, it was identified marks of scratches and nicks in the connection point between the shaft and the tip.therefore, the complaint reported can be confirmed. The photo provided by the customer showed the same failure found. An manufacturing investigation was performed to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The record complaints about this device was reviewed and it was not found complaints related with this issue. We cannot determine a specific root cause for the reported failure. The shaft and the tip have a connection point and it is probable that this type of failure can related to a welding issue; when applying excessive tension or with off axis insertion affecting the connection point; however, it cannot be conclusively affirmed. The external manufacturer concluded that the issue is not manufacturing related. The failure was inspected and a closer analysis to the several controls and the assembling during the production has been done. As a result. There was no incident. Nevertheless, there is no evidence of manufacturing anomalies on the paperwork reviewed. As per pfmea an complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect a manufacturing record evaluation was performed for the finished device lot number:6l60798, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.